Event description:
Information was received indicating that in the morning the night rate had not increased to the daily rate on a smiths medical cadd-legacy duodopa ambulatory infusion pump. Per reporter the pump may have over or under delivered during the night "because the rate was/was not changed to the day programming." It was reported that subsequently the pump was programmed correctly and patient was advised to use extra doses for the rest of the day. It was reported that the patient was akinetic and shaking.